Event description:
As reported by the field, this was a mechanical thrombectomy for an arterial ischemic stroke (ais), the lesion was middle cerebral artery (mca), m1 segment occlusion). A concomitant stent was a solitaire. A 132cm embovac 71 aspiration catheter (ic71132ca, 30557980) was used as a suction catheter. When guiding the suction catheter to the target lesion and tried to connect a t-connector (accessory) to the proximal part of the catheter, the connection part was not mesh well and the t-connector was not able to be connected. The thrombectomy was done by the grasping force of the stent and reperfused with one pass. The patient's condition recovered. The procedure was completed. There was no patient injury reported. The thrombectomy was completed. The patient's state of consciousness is stable. A continuous flush was not done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30557980 number, and no non-conformities related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that the device was stored, inspected and prepped per the instructions for use (IFU). There were no kinks in the device that may have contributed to the event. No additional intervention was required. There was no patient injury as a result of the event. There was no delay of the procedure due to the event. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: : as reported by the field, this was a mechanical thrombectomy for an arterial ischemic stroke (ais), the lesion was middle cerebral artery (mca), m1 segment occlusion). A concomitant stent was a solitaire. A 132cm embovac 71 aspiration catheter (ic71132ca, 30557980) was used as a suction catheter. When guiding the suction catheter to the target lesion and tried to connect a t-connector (accessory) to the proximal part of the catheter, the connection part was not mesh well and the t-connector was not able to be connected. The thrombectomy was done by the grasping force of the stent and reperfused with one pass. The patient's condition recovered. There was no patient injury reported and the thrombectomy was completed. The patient's state of consciousness is stable. A continuous flush was not done. Additional information received indicated that the device was stored, inspected and prepped per the instructions for use (IFU). There were no kinks in the device that may have contributed to the event. No additional intervention was required. There was no delay of the procedure due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30557980 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU) remove the flush line connected to rhv of the large bore catheter and attach the distal tubing to the side port of the hemostasis valve. Tighten the hemostasis valve.3. Slide the flow control switch to the on position to begin aspiration. Ensure that the aspiration system aspirates blood, emboli, or thrombi through the system. Slide the flow control switch to the off position if the aspiration system does not aspirate any blood, emboli, or thrombi, or if slow aspiration is observed after 90 seconds. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.